Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic for a follow up after receiving a patient notification via merlin.net transmission. Patient was asymptomatic. Intermittent atrial undersensing was observed on the ICD device. Programming changes were made. Patient was stable.